Event description:
It was reported that a user experienced a post-meal hyperglycemia to 250 mg/dl after announcing a large dinner as usual, followed by an automated pump correction and a subsequent low blood glucose of 73 mg/dl that was treated with fast-acting carbohydrates, with glucose rising to 103 mg/dl by the end of the call; the event was associated with improper or incorrect procedure related to the user interface and meal announcement behavior. Symptoms included hyperglycemia. Outcomes included characterization as a serious illness or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement and correction behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with unintended use error contributing to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.